Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery with no tortuosity, mild calcification, and 90% stenosis, pre-dilatation was performed. A 2.25x12mm rx xience alpine stent delivery system (sds) was advanced through an un-specified previously implanted stent; however, could not cross. Thus, the sds was removed without any resistance or issue noted. Once outside of the anatomy it was noted that the stent was loose. Reportedly, the stent dislodged post procedure due to manipulation of the device outside of the patient anatomy. Another same size xience alpine sds was used to ultimately treat the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.